Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is an off-label usage of the device, on (B)(6)2025. On (B)(6)2025, the pediatric patient had diarrhea, stomach pain and was vomiting. The cgm was showing an urgent low reading and was alerting. A bg was checked and it was 180 mg/dl. The patient's mother treated the patient with insulin and brought the patient to the emergency room (ER) around 2:30pm. Upon arrival, a bg was checked and it was 262 mg/dl while the cgm was 86 mg/dl. The patient was diagnosed with dehydration. The patient was treated with IV fluids, ondansetron (oral) and pepsid via IV. The patient was discharged from the hospital at 1:00am on (B)(6)2025. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.